Event description:
Procedure type: lap chole - pediatric. Patient gender: unknown. According to the reporter that the clip would spit out unformed and then the instrument would lock up and the red line would expose in the back indicating there were no more clips. Some instruments would spit one or two clips then lock out. No significant blood loss and surgery time was extended around 30 minutes as a result. Patient is in well current condition.

Manufacturer narrative:
Initial report sent: 11/05/2008.